Event description:
The patient reported receiving a blood glucose reading of hi (greater than 600 mg/dl) at 12:45 am. At 2:00am, she received a reading of 59 mg/dl, both readings were on the compact plus system. The patient went to the emergency room and was treated for hyperglycemia. She received 2-3 shots of humulin r at the hospital. She was released the following day. There was no delay in treatment reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.